Event description:
The pt presented with a left seroma after presenting to the emergency room for what was thought to be a deflation. A call was placed to the surgeon office and after speaking to the office staff, she confirms a diagnosis of alcl. The pt's med records were requested and reviewed. The actual cytology report, however, was not included in the notes rec'd. The pt has been explanted bilaterally without replacement and has seen an oncologist. There is no plan for chemotherapy at this time. The tissue has been sent for further eval and final results are pending.

Manufacturer narrative:
Med watch submitted (B)(4) 2011. Device labeling addresses: there were no reported event of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants. "If unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately."

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).